Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had been scheduled for a replacement surgery on (B)(6) 2019, but it was postponed due to other issues. The patient planned to have the ins replaced with a different company's ins. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient¿s implanted device was no longer working. The patient reported that the patient programmer (pp) said that the device was no longer working and that they were in excruciating pain. The patient needed to find a new physician to address the issue. No further complications are anticipated.